Manufacturer narrative:
During evaluation at the manufacturer's service center, the ventilator alarmed and shut down due to a stalled piston. The device's zero board was replaced to correct the problem. A review of the manufacturer's adverse event database from 01/01/2005 to present confirmed, there have been no reported adverse events caused by this type of malfunction. There was no pt harm or injury. The ventilator was found to audibly and visually alarm appropriately when the piston stalled. The manufacturer will continue to trend life support ventilator malfunctions that could potentially result in a loss of therapy.

Event description:
A ventilator was returned to the manufacturer's service center with a complaint that the device intermittently alarms and stops giving breaths. There was no pt harm or injury.